Event description:
It was reported the device was found to leak during use with patient, despite no leakage during pre-use testing. No adverse effects reported.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) sample pn: 100/860/075 was examined in pictures and no abnormalities noted. Then the product was submerged under water after inflation and no defects were noted. Manufacturing was reviewed and system checks at 100%. The instructive ?as10011781" instructions for use - blue line ultra suctionaid tracheostomy tube (10011781-002) was reviewed. On section 1. Instructions for use: the integrity of the cuff and inflation system should be checked prior to insertion.

Event description:
Investigation completed and will be summarized in h 6.